Manufacturer narrative:
Pt info:unk. PMA/510(k): this product is not marketed in the us. (B)(4). Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vicm5_12.6 implantable collamer lens of -10.00 diopter was implanted into the patients right eye (od) on (B)(6) 2022. The lens was intraoperatively implanted, removed and replaced with a longer length lens due to low vault. This resolved the problem.